Event description:
Philips received a complaint on the efficia dfm 100 device, noting that there is a long waiting period between pressing the charge button and discharging the unit to deliver a shock to the patient. Additional information has been requested. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.